Event description:
Additional information. During the first revision all new implants were tested for functionality at operative bedside prior to closing. The patient was then tested on saturday for function of implant, and the test results showed functionality of all implants. The patient continued to complain of pain though, so the device was tested again. The results showed 1 "bad" electrode.

Event description:
It was reported following a revision (see MFR report #3004209178-2011-07442) the patient continued to feel the stimulator turning on and off. Impedances were measured with the patient in "many" different positions, and the results showed the impedances were within normal parameters. A revision was performed during which the lead was placed without any extensions. Impedances were measured and the results were normal. The device was programmed the following day after the revision and the patient had "the best coverage ever."

Manufacturer narrative:
Lead model 39565-65 lot #v735782025 extension model serial #(B)(4). Implanted: (B)(6) 2011.

Manufacturer narrative:
Lead model 39565-65 lot #v735782025 changed to lot #n127942002 implanted: (B)(6) 2008. Extension model #3708140 serial #(B)(4) implanted: (B)(6) 2008.